Event description:
Patient stated that on (B)(6) 2019 she experience the vgo device falling off. Patient stated that she had the vgo device on for 12 hours before it fell off. Patient stated that she cleaned the site before applying the vgo device. Patient stated that she applied the vgo device on her abdomen.